Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and a review of the logs. The unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: phone call 4/7/17, phone call 4/13/17, phone call 4/17/17.

Event description:
The hospital reported that, during a case, the bellows collapsed and the unit had a flow sensor alarm. There was no reported patient injury.